Manufacturer narrative:
The patient sample was provided for investigation. The results generated at the customer site could be duplicated. It was determined that the sample contains an interfering factor against the streptavidin component of the ft3 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on two cobas 6000 e 601 modules. The results from the e 601 analyzers were reported outside of the laboratory. The patient's clinician expected values from the e 601 analyzers to be within the expected normal reference range, but they were high. The sample was tested using the siemens method and the value was within the expected normal reference range. The sample was initially tested using the first e 601 analyzer (serial number (B)(4)) with ft3 reagent lot 507838 (expiration date = 31-oct-2021), resulting in a ft3 value of 15.90 pmol/l. On (B)(6) 2021, the sample was repeated on the first e 601 analyzer with ft3 reagent lot 547180 (expiration date = 31-oct-2021), resulting in a ft3 value of 16.29 pmol/l. On (B)(6) 2021, the sample was repeated on the second e 601 analyzer (serial number unknown) with ft3 reagent lot 547180, resulting in a ft3 value of 15.41 pmol/l. On (B)(6) 2021, an aliquot of the sample was tested at another site using the siemens method, resulting in a ft3 value of 4.17 pmol/l. On (B)(6) 2021, the sample was aliquoted into a cup and repeated on the first e 601 analyzer with ft3 reagent lot 547180, resulting in a ft3 value of 15.95.